Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelab received a report that on (B)(6) 2018 a nicu patient experienced an episode of a low blood oxygen level and the bedside monitor did not alarm for low desat. No injury was reported as a result of this event.

Manufacturer narrative:
The field service engineer completed an onsite investigation of the xprezzon monitor and command module. The device was tested and found it working as designed. The engineer did confirm that the spo2 alarm did occur and was delayed for 17 seconds per the user-configured mcm settings. Training was provided on the mcm setup. The investigation is considered complete and this particular issue closed.